Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation agains the lead was not confirmed. The complete lead was returned. Proximal end of the distal spring electrode is separated from the lead body insulation. Helix was retracted. Blood/body fluid and possibly tissue noted in the helix housing. The lead passed continuity test with manipulation. The lead also passed hipot test and helix mechanism. The lead passed electrical testing. The lead tip is intact and undamaged.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that right atrial (ra) lead was dislodged and helix was retracted. In addition, this lead exhibited high pacing thresholds. The lead was explanted and replaced. No additional adverse patient effects were reported.